Event description:
It was reported by the customer's husband that the customer had three separate hospitalization incidents. Customer was hospitalized due to high blood glucose levels. There was a 911 call for the customer's high blood glucose levels. Customer's blood glucose level was 900 mg/dl at the hospital. Customer was hospitalized on (B)(6) 2014 and the customer's blood glucose level kept rising and she got weak and fell. Customer's husband had a hard time getting her up. Emergency medical services was possibly called. Customer had pneumonia and a urinary tract infection and previously, customer had a heart attack. There was another 911 call for the customer having diabetic ketoacidosis. Customer was hospitalized for about 3-4 days and given insulin manually. Customer was wearing the pump at the time of the 911 call. Customer was advised to call in if further assistance is needed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-54238, 2032227-2014-54239.